Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 and UDI # (B)(4) was cleared in the united states. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar fusion for extending the range of lumbar fixation. Intra-op, the set screw was cross-threaded and was broken off in a state of being placed obliquely against a screw head. The screw and the set screw were ex-planted completely. No fragment of the broken products remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.